Manufacturer narrative:
Procode. Common name: mih system, endovascular graft distal bifurcated body. Product code: mih. This event has been reported by the manufacturer under MDR #9680654-2020-00006. (B)(4).

Event description:
Physician is confirming a type 3 endo leak between the proximal and distal components.